Manufacturer narrative:
H3: product analysis part#: a11b, lot#: 217223323. Visual and functional examination of the instrument confirmed the shaft is broken at the score line, with no other additional damage identified. The device failed as intended by design. The score line is designed to separate when the physician usage exceeds a predetermined tensile value. Separation at the score line limits the amount of rotational force that can be applied to the distal end of the curette. This minimizes the likelihood of a device failure to occur, such as the bending or breaking of distal tip. The above observations are consistent with exceeding the design limits of the instrument. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. Device is class I exempt hence 510(k) is not applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of primary osteoporosis. It was reported that intra-op ,there was a resistance feeling on the tip of the product during bone curettement in the vertebral body, and then the tip angle function stopped. Damage was found in the score line. The tip cannot be operated with the lever because the score line is damaged. The procedure was performed successfully by using a new product. Device will be returned. There were no patient symptoms/complications associated with the event.